Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl with lm instrument on two patients. The initial results were not reported to the physician(s). The same samples were repeated and the repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant sodium, potassium and chloride results was due to user error: improper sample handling. The tsc determined that the customer was using a stat spin and spinning the sample for 5 minutes. The tsc determined that stat spins are not recommended by the tube vendor. The tsc recommended that the customer follow the tube manufacturer recommendations for proper centrifugation times and speed and recommended that the customer review the proper pre-analytical sample handling procedures. The instrument is performing within specifications. Further evaluation of the device is not required.